Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead and loss of capture on the left ventricular (lv) lead. It was observed that the patient experienced shortness of breath. The rv lead and lv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.